Manufacturer narrative:
Additional information was received indicating that the patient expired. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The product is expected for analysis, but to date it has not been received. Additional information will be submitted within 30 days of receipt.

Event description:
During a coil embolization procedure assisted with neuroform stent, the orbit rdfl complex fill coil (638cf0515/ 15252678) was advanced in the aneurism and the coil broke in a different point of the liberation joint. That is to say, the coil and a piece of wire remained in the artery. Then, during recapturing of the separated portion, the artery was dissected. As a result of this event, the patient had to be operated, craniectomy was required and a subsequent complications. The exact location were the break occurred on the delivery system could not be determined due to the emergency, but it was confirmed that the delivery system separated into two pieces far from the coil. The distal end of the delivery system or coil did not get trapped in the aneurysm, and no additional torque or manipulation was conducted with the stent delivery system. During the event or any other time, resistance was not met with the delivery system or coil, and no issues occurred between the microcatheter delivery system and coil. No kinks were noted in the microcatheter that may have contributed to the event. Besides the neuroform stent, a balloon product was not used during the procedure. An adequate continuous flush was maintained through the microcatheter at all times, and the microcatheter was not re-shaped. The product was new, and no damages were noticed prior to inserting in the patient. During insertion, a y connector was used with the enterprise system, and it was tighten to prevent movement of the introducer/delivery system. However, no damages were noticed during tightening of the y connector, additionally the coil broke in a point different to delivery point.

Manufacturer narrative:
Codman case review (B)(4). Dear (B)(4), I received a cd for this case. The cd holds (B)(4) formatted angiographic images of the case. According to the (B)(4) metadata the case was done on (B)(6) 2011. The initial right carotid angiogram for catheter placement was done at 10:10:55 am. The last angiogram where contrast leak is visible is timed at 12:21:45. The duration of the procedure was therefore about 2 hours 10 minutes. Although the runs are labeled with consecutive numbers, the numbers are secondarily assigned at the time of the cd burning procedure. Therefore the run numbers are not reliable for review, they are not necessarily subsequent, and definitely a number of runs are missing despite the seemingly consecutive run numbering. Exact timing of events is not possible because of the following. Only 12 real angiographic runs were burnt on the cd with retrievable time in the (B)(4) metadata, where run #8 at 10:45 is the last "uneventful" run, followed by run #9 at 11:51 that already shows a major problem. An additional run is present on the cd labeled as run #1 which is actually composed of 35 individual frames, not real runs. These were secondarily stitched together into one run. Since all of these frames hold the same time information, the exact timing of the events can't be retrieved. The aneurysm is a right middle cerebral artery aneurysm, it is pre-coiled. I see one platinum coil basket seen in the dome of the aneurysm when the sequences start. The first event is a placement of a microwire in the right mca on run#1 frame#5. Another microcatheter is also seen in the distal ica, without a wire in it. The next event on run#1 frame#8 is the advancement of a microcatheter over the wire, they together are located in the superior m2 division. It looks like this microcatheter has only one tip marker. Run#1 frame #9 shows that the microwire is withdrawn from the microcatheter in the superior m2 division. Simultaneously, a wire or a coil is seen with tip in the aneurysm dome. One microcatheter proximal tip marker is well seen, I am unable to point out the second proximal tip marker. On run#1 frame#11, I see a microstent to be advanced via the microcatheter. The tip wire is long, similar to neuroform-ez. The stent configuration within the catheter also suggests neuroform-ez. The meantime the coil configuration in the aneurysm dome shows no change. I believe I see a proximal tip marker, that of the microcatheter advanced to the aneurysm. Run #1 frame#12 captures the moment when the distal end of the neuroform stent is getting unsheathed. No change is seen in the dome of the aneurysm. Run#1 frame#14 shows the fully unsheathed, deployed stent. In my opinion the stent position is good. The coil position inside the aneurysm dome is unchanged. Run#1 frame#15 shows no change. Run#1 frame#16 shows that the coil is slowly being advanced into the aneurysm and starts to fill the medial portion of the dome. The stent delivery system is still in place, not withdrawn. Run#1 frame#17 shows that more of the coil is being slowly advanced into the aneurysm dome. The coil loops start to fill the area close to the neck, close to the stent. I see no sign of entanglement with the stent struts, although I can't rule such an event out either. Run#1 frame#18 shows a situation where nothing has changed but the forward pressure on the coil delivery system is increased, indicated by the increased tortuosity of the coil delivery microcatheter within the unchanged vessel anatomy. The tip marker moved about a millimeter further distal, indicating that the operator increased the forward pressure on the microcatheter shaft probably in order to prevent the loss of microcatheter tip position. The stent delivery system position is unchanged, the catheter tip marker is still there, the stent delivery wire is still unchanged, within the superior m2 division. On run#1 frame#19, there is a sudden change of events. The frame shows an ap view of the patient's neck, the carotid bifurcation area. A retriever device is seen holding an entangled coil mass. There is only one microcatheter seen within the guide catheter, this is the larger one of the previous two, most likely a renegade or similar size microcatheter with one tip marker only. The other, smaller microcatheter has been removed. The coils being held by the device are severely tangled, a loop is formed proximally. The coil stretched, its opacification is poor. I don't think I see the delivery shaft, it wouldn't be able to entangle that badly. The guide catheter is a braided one, with a partially open tip marker. Run#1 frames#19-23 are consecutive still images without contrast injection. They show the removal of the entangled coil mass. The coils make up the usual random loops with curved lines of the coil looping around in a tight space. The coils are held by the retrieval device, possibly an alligator. I have a suspicion when looking at the image, obtained from run#9 frame#8 (timed at 11:51:43; it captures another moment of coil mass retrieval). At the first glance the two events are identical. Looking closely however shows major differences: the shape of the coil loops is different. The coil mass is no longer being held by a capture device, at least not the same one than on the left picture. The guide catheter has changed. Now it doesn't have braiding and doesn't have tip marker. I see dense, short linear structures; multiple of those can be counted, being parallel to each other. My suspicion is that what I see is the tip markers of the neuroform stent, a physically damaged body of the neuroform stent making up the lower 2/3 of the mass and attached to this a few loops of coils. The coil running up in the carotid artery is denser than the stretched coils on frames 19-23, therefore, it is either an intact, non-stretched coil, or not a coil at all but a pusher, a proximal shaft of another device or similar. From the similarity of the density with the three identified coil loops in the captured device mass, however, I believe that it is a non-stretched coil. Unfortunately this is the only picture showing this situation and I have no more similar high resolution images of the same subject in a different position to confirm. The differences between the left and the right picture make me believe that: a significant amount of time has passed between the two events. There was most likely heavy struggling to handle the situation, that lead to the retrieval of not one but two coil loops, the second was possibly entangled with a stent. Unfortunately, no images of the aneurysm itself were submitted on the cd to show devices in or around the aneurysm during this struggle. The next images in time are seen in run#10 and the actual time the run was taken is 12:18:57, 27 minutes after the previous run. I see a neuroform stent in the same location as previously. There is no indication if this is the same stent or a different one. There are coil loops in the aneurysm, with the proximal few centimeters of the coil hanging in the parent vessel, proximally stretched throughout the internal carotid artery. When comparing pre-and post-event lateral views of the aneurysm sac and the coil mass (pre: run#3 frame#3 of 29; post: run#1 frame#29) I see close similarity in the shape of coil loops of the pre-event coil mass and the anterior 2/3 of the post-event coil mass. Therefore, an additional coil is present in the aneurysm sac, taking up space in the posterior 1/3 and probably this is the coil that proximally stretched. The last two images (run#1 frame#28 and 29) show the above situation in ap and lateral view. Coils in the aneurysm, the proximal coil end is in the parent vessel, even more proximally it is stretching along the internal and common carotid arteries into the guide catheter. Along the stretched coil, there is a microcatheter with double tip markers. The distal tip marker projects to the proximal stent markers. The proximal microcatheter marker is in the distal cavernous segment of the right internal carotid artery. The stretched coil and the microcatheter shaft can be seen side-by-side in the carotid artery. It is possible, however, that the coil is not stretched but I see the delivery shaft attached and the coil is not detached. I can't tell based on the images I see. Now about the contrast extravasation. The first clue of subarachnoid contrast extravasation is seen on run#10. On a still photograph, it is impossible to recognize this as contrast extravasation, but this is fortunately a frame of a whole angiographic run and watching the run as a movie makes it obvious that a patch of contrast is freely moving there in the subarachnoid space. Timing is 12:18:57, so this angiographic run is the first one after a 27-minute gap in the sequence of images with known timing. Perforation must have happened after 10:45:19, the last full angiographic run that depicted the mca branches without extravasation. The cause of extravasation is unknown. Obviously, some type of device, a guide wire or a retriever must have perforated the artery but there is absolutely no clue on the submitted images if they used any devices distal to the aneurysm. To confirm the location of the perforation let me show the extravasation as seen on the final ap and lateral angiograms timed at 12:19:31 and 12:21:45, respectively. The perforated artery is the same one where the distal end of the neuroform stent is located, it is the pre-central artery, as it emerges from the sylvian fissure. The artery, as seen on the images, is perforated several centimeters distal from the aneurysm. The perforation must have occurred during manipulation within the stented artery, by a guide wire, by a delivery device or by a capture device that was advanced way distal to the aneurysm, up in the perforated artery. There is no clue on any of the submitted images how such a perforation may have happened or what sort of device could cause the perforation. As a summary, I could trace back many events during the procedure. These included: removal of not one but two different coil masses at two different times, the second of which mass is suspicious for including stent markers. Exchange of the guide catheter during the procedure. This guide exchange took place while a (possibly stretched) coil was present inside the removed guide, unless the coil was completely removed, of which action there is no indication among the submitted images. Codman coils have a proximal luer lock hub for the pressurization. Removal of a guide catheter is possible only if the shaft of the delivery wire is intentionally cut. Multiple attempts to place coil in the aneurysm failed. Perforation of the pre-central middle cerebral artery branch at the border of the m2-m3 segments, way distal to the aneurysm, by an unknown mechanism. I can't answer in good faith to the most important question, what caused the separation of the delivery wire as it was described in your letter. However, based on the heavy manipulations indicated by the clues described above, some of the forces could have caused such a separation, unless the delivery wire was cut intentionally to facilitate exchange of the guide catheter. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Procedure review update: codman case review (B)(4). I received a cd for this case. The cd holds (B)(4) formatted angiographic images of the case. According to the (B)(4) metadata the case was done on (B)(6) 2011. The initial right carotid angiogram for catheter placement was done at 10:10:55 am. The last angiogram where contrast leak is visible is timed at 12:21:45. The duration of the procedure was therefore about 2 hours 10 minutes. Although the runs are labeled with consecutive numbers, the numbers are secondarily assigned at the time of the cd burning procedure. Therefore, the run numbers are not reliable for review, they are not necessarily subsequent, and definitely a number of runs are missing despite the seemingly consecutive run numbering. Exact timing of events is not possible because of the following. Only 12 real angiographic runs were burnt on the cd with retrievable time in the (B)(4) metadata, where run #8 at 10:45 is the last "uneventful" run, followed by run #9 at 11:51 that already shows a major problem. An additional run is present on the cd labeled as run #1 which is actually composed of 35 individual frames, not real runs. These were secondarily stitched together into one run. Since all of these frames hold the same time information, the exact timing of the events can't be retrieved. The aneurysm is a right middle cerebral artery aneurysm, it is pre-coiled. I see one platinum coil basket seen in the dome of the aneurysm when the sequences start. The first event is a placement of a microwire in the right mca on run#1 frame#5. Another microcatheter is also seen in the distal ica, without a wire in it. The next event on run#1 frame#8 is the advancement of a microcatheter over the wire, they, together, are located in the superior m2 division. It looks like this microcatheter has only one tip marker. Run#1 frame #9 shows that the microwire is withdrawn from the microcatheter in the superior m2 division. Simultaneously, a wire or a coil is seen with tip in the aneurysm dome. One microcatheter proximal tip marker is well seen, I am unable to point out the second proximal tip marker. On run#1 frame#11, I see a microstent to be advanced via the microcatheter. The tip wire is long, similar to neuroform-ez. The stent configuration within the catheter also suggests neuroform-ez. The meantime the coil configuration in the aneurysm dome shows no change. I believe I see a proximal tip marker, that of the microcatheter advanced to the aneurysm. Run #1 frame#12 captures the moment when the distal end of the neuroform stent is getting unsheathed. No change is seen in the dome of the aneurysm. Run#1 frame#14 shows the fully unsheathed, deployed stent. In my opinion the stent position is good. The coil position inside the aneurysm dome is unchanged. Run#1 frame#15 shows no change. Run#1 frame#16 shows that the coil is slowly being advanced into the aneurysm and starts to fill the medial portion of the dome. The stent delivery system is still in place, not withdrawn. Run#1 frame#17 shows that more of the coil is being slowly advanced into the aneurysm dome. The coil loops start to fill the area close to the neck, close to the stent. I see no sign of entanglement with the stent struts, although I can't rule such an event out either. Run#1 frame#18 shows a situation where nothing has changed but the forward pressure on the coil delivery system is increased, indicated by the increased tortuosity of the coil delivery microcatheter within the unchanged vessel anatomy. The tip marker moved about a millimeter further distal, indicating that the operator increased the forward pressure on the microcatheter shaft probably in order to prevent the loss of microcatheter tip position. The stent delivery system position is unchanged, the catheter tip marker is still there, the stent delivery wire is still unchanged, within the superior m2 division. On run#1 frame#19, there is a sudden change of events. The frame shows an ap view of the patient's neck, the carotid bifurcation area. A retriever device is seen holding an entangled coil mass. There is only one microcatheter seen within the guide catheter, this is the larger one of the previous two, most likely a renegade or similar size microcatheter with one tip marker only. The other, smaller microcatheter has been removed. The coils being held by the device are severely tangled, a loop is formed proximally. The coil stretched, its opacification is poor. I don't think I see the delivery shaft, it wouldn't be able to entangle that badly. The guide catheter is a braided one, with a partially open tip marker. Run#1 frames#19-23 are consecutive still images without contrast injection. They show the removal of the entangled coil mass. The coils make up the usual random loops with curved lines of the coil looping around in a tight space. A representative image of this is seen below on the left side. The coils are held by the retrieval device, possibly an alligator. I have a suspicion when looking at the above image on the right, obtained from run#9 frame#8 (timed at 11:51:43; it captures another moment of coil mass retrieval). At the first glance, the two events are identical. Looking closely, however, shows major differences: the shape of the coil loops is different. The coil mass is no longer being held by a capture device, at least not the same one than on the left picture. The guide catheter has changed. Now it doesn't have braiding and doesn't have tip marker. I see dense, short linear structures; multiple of those can be counted, being parallel to each other. My suspicion is that what I see is the tip markers of the neuroform stent, a physically damaged body of the neuroform stent making up the lower 2/3 of the mass and attached to this a few loops of coils. The coil running up in the carotid artery is denser than the stretched coils on frames 19-23, therefore, it is either an intact, non-stretched coil, or not a coil at all but a pusher, a proximal shaft of another device or similar. From the similarity of the density with the three identified coil loops in the captured device mass however I believe that it is a non-stretched coil. Unfortunately, this is the only picture showing this situation and I have no more similar high resolution images of the same subject in a different position to confirm. The differences between the left and the right pictures make me believe that: a significant amount of time has passed between the two events there was most likely heavy struggling to handle the situation, that lead to the retrieval of not one but two coil loops, the second was possibly entangled with a stent. Unfortunately, no images of the aneurysm itself were submitted on the cd to show devices in or around the aneurysm during this struggle. The next images in time are seen in run#10 and the actual time the run was taken is 12:18:57, 27 minutes after the previous run. I see a neuroform stent in the same location as previously. There is no indication if this is the same stent or a different one. There are coil loops in the aneurysm, with the proximal few centimeters of the coil hanging in the parent vessel, proximally stretched throughout the internal carotid artery. When comparing pre-and post-event lateral views of the aneurysm sac and the coil mass (pre: run#3 frame#3 of 29; post: run#1 frame#29) I see close similarity in the shape of coil loops of the pre-event coil mass and the anterior 2/3 of the post-event coil mass. Therefore, an additional coil is present in the aneurysm sac, taking up space in the posterior 1/3 and probably this is the coil that proximally stretched. The last two images (run#1 frame#28 and 29) show the above situation in ap and lateral view. Coils in the aneurysm, the proximal coil end is in the parent vessel, even more proximally it is stretching along the internal and common carotid arteries into the guide catheter. Along the stretched coil, there is a microcatheter with double tip markers. The distal tip marker projects to the proximal stent markers. The proximal microcatheter marker is in the distal cavernous segment of the right internal carotid artery. The stretched coil and the microcatheter shaft can be seen side-by-side in the carotid artery. It is possible, however, that the coil is not stretched but I see the delivery shaft attached and the coil is not detached. I can't tell based on the images I see. Now about the contrast extravasation. The first clue of subarachnoid contrast extravasation is seen on run#10. See below: on a still photograph, it is impossible to recognize this as contrast extravasation, but this is fortunately a frame of a whole angiographic run and watching the run as a movie makes it obvious that a patch of contrast is freely moving there in the subarachnoid space. Timing is 12:18:57, so this angiographic run is the first one after a 27-minute gap in the sequence of images with known timing. Perforation must have happened after 10:45:19, the last full angiographic run that depicted the mca branches without extravasation. The cause of extravasation is unknown. Obviously, some type of device, a guide wire or a retriever must have perforated the artery but there is absolutely no clue on the submitted images if they used any devices distal to the aneurysm. To confirm the location of the perforation let me show the extravasation as seen on the final ap and lateral angiograms timed at 12:19:31 and 12:21:45, respectively. The perforated artery is the same one where the distal end of the neuroform stent is located, it is the pre-central artery, as it emerges from the sylvian fissure. The artery, as seen on the above images, is perforated several centimeters distal from the aneurysm. The perforation must have occurred during manipulation within the stented artery, by a guide wire, by a delivery device or by a capture device that was advanced way distal to the aneurysm, up in the perforated artery. There is no clue on any of the submitted images how such a perforation may have happened or what sort of device could cause the perforation. As a summary, I could trace back many events during the procedure. These included: removal of not one but two different coil masses at two different times, the second of which mass is suspicious for including stent markers. Exchange of the guide catheter during the procedure. This guide exchange took place while a (possibly stretched) coil was present inside the removed guide, unless the coil was completely removed, of which action there is no indication among the submitted images. Codman coils have a proximal luer lock hub for the pressurization. Removal of a guide catheter is possible only if the coil is detached, or the stretched coil or the shaft of the delivery wire is intentionally cut. Multiple attempts to place coil in the aneurysm failed. Perforation of the pre-central middle cerebral artery branch at the border of the m2-m3 segments, way distal to the aneurysm, by an unknown mechanism I can't answer, in good faith, to the most important question, what caused the separation of the delivery wire as it was described in your letter. However, based on the heavy manipulations indicated by the clues described above, some of the forces could have caused such a separation, unless the delivery wire was cut intentionally to facilitate exchange of the guide catheter. Dr. (B)(4) additional information will be submitted within 30 days.

Manufacturer narrative:
It was reported that during a stent assisted coil embolization of a ruptured aneurysm when advancing the 5x15 trufill complex fill tdl (638cf0515) the coil broke at a different point than the detachment site. It was not the coil that separated, it was the delivery wire. The coil and a piece of wire remained in the artery. With attempted recapturing of the device, the artery dissected. There is no information regarding the technique used for attempted retrieval. As a result of this event, the patient had to be operated, craniectomy was required with subsequent complications and the patient expired two weeks post procedure. The exact location were the break occurred on the delivery system could not be determined due to the emergency, but it was confirmed that the delivery system separated into two pieces far from the coil. A noncordis neuroform stent was used for the stent assisted coil embolization. It was reported that the distal end of the delivery system or coil did not get trapped in the aneurysm, and no additional torque or manipulation was conducted with the stent delivery system. During the event or any other time, resistance was not met with the delivery system or coil, and no issues occurred between the unknown microcatheter (mc) and the delivery system or coil. There were no damages noted on the devices prior to use. The mc was not reshaped prior to use and an adequate continuous flush was maintained through the mc at all times. During insertion, a y connector was used with the enterprise system, and it was tighten to prevent movement of the introducer/delivery system. However, no damages were noticed during tightening of the y connector. It was reported that no additional procedural information is available and the device is not available for analysis. A received procedural cd was reviewed by an independent interventional neuroradiologist. It was reported that the cd holds (B)(4) formatted angiographic images of the case. According to the (B)(4) metadata, the case was done on (B)(6) 2011 which does not correlate with the reported date of (B)(6) 2011. No further clarification has been obtained with follow-up investigation. The initial right carotid angiogram for catheter placement was done at 10:10:55 am. The last angiogram where contrast leak is visible is timed at 12:21:45. The duration of the procedure was therefore about 2 hours 10 minutes. Although the runs are labeled with consecutive numbers, the numbers are secondarily assigned at the time of the cd burning procedure. Therefore the run numbers are not reliable for review, they are not necessarily subsequent, and definitely a number of runs are missing despite the seemingly consecutive run numbering. Exact timing of events is not possible because of the following. Only 12 real angiographic runs were burnt on the cd with retrievable time in the (B)(4) metadata, where run #8 at 10:45 is the last "uneventful" run, followed by run #9 at 11:51 that already shows a major problem. An additional run is present on the cd labeled as run #1 which is actually composed of 35 individual frames, not real runs. These were secondarily stitched together into one run. Since all of these frames hold the same time information, the exact timing of the events can't be retrieved. The aneurysm is a right middle cerebral artery aneurysm, it is pre-coiled. One platinum coil basket is seen in the dome of the aneurysm when the sequences start. The first event is a placement of a microwire in the right mca on run#1 frame#5. Another microcatheter is also seen in the distal ica, without a wire in it. The next event on run#1 frame#8 is the advancement of a microcatheter over the wire; they, together, are located in the superior m2 division. It looks like this microcatheter has only one tip marker. Run#1 frame #9 shows that the microwire is withdrawn from the microcatheter in the superior m2 division. Simultaneously a wire or a coil is seen with tip in the aneurysm dome. One microcatheter proximal tip marker is well seen; the reviewer is unable to point out the second proximal tip marker. On run#1 frame#11, a microstent is seen to be advanced via the microcatheter. The tip wire is long, similar to neuroform-ez. The stent configuration within the catheter also suggests neuroform-ez. In the meantime, the coil configuration in the aneurysm dome shows no change. The reviewer reports he believes he sees a proximal tip marker, that of the microcatheter advanced to the aneurysm. Run #1 frame#12 captures the moment when the distal end of the neuroform stent is getting unsheathed. No change is seen in the dome of the aneurysm. Run#1 frame#14 shows the fully unsheathed, deployed stent. In the reviewer's opinion, the stent position is good. The coil position inside the aneurysm dome is unchanged. Run#1 frame#15 shows no change. Run#1 frame#16 shows that the coil is slowly being advanced into the aneurysm and starts to fill the medial portion of the dome. The stent delivery system is still in place, not withdrawn. Run#1 frame#17 shows that more of the coil is being slowly advanced into the aneurysm dome. The coil loops start to fill the area close to the neck, close to the stent. No sign of entanglement with the stent struts is seen, although such an event can't be ruled out. Run#1 frame#18 shows a situation where nothing has changed but the forward pressure on the coil delivery system is increased, indicated by the increased tortuosity of the coil delivery microcatheter within the unchanged vessel anatomy. The tip marker moved about a millimeter further distal, indicating that the operator increased the forward pressure on the microcatheter shaft probably in order to prevent the loss of microcatheter tip position. The stent delivery system position is unchanged, the catheter tip marker is still there, the stent delivery wire is still unchanged, within the superior m2 division. On run#1 frame#19, there is a sudden change of events. The frame shows an ap view of the patient's neck, the carotid bifurcation area. A retriever device is seen holding an entangled coil mass. There is only one microcatheter seen within the guide catheter, this is the larger one of the previous two, most likely a renegade or similar size microcatheter with one tip marker only. The other, smaller microcatheter has been removed. The coils being held by the device are severely tangled, a loop is formed proximally. The coil stretched, its opacification is poor. The reviewer doesn't think he sees the delivery shaft, it wouldn't be able to entangle that badly. The guide catheter is a braided one, with a partially open tip marker. Run#1 frames#19-23 are consecutive still images without contrast injection. They show the removal of the entangled coil mass. The coils make up the usual random loops with curved lines of the coil looping around in a tight space. The coils are held by the retrieval device, possibly an alligator. The reviewer reports having a suspicion when looking at the image obtained from run#9 frame#8 (timed at 11:51:43; it captures another moment of coil mass retrieval). At the first glance, the two events are identical. Looking closely however shows major differences: the shape of the coil loops is different. The coil mass is no longer being held by a capture device, at least not the same one than on the left picture. The guide catheter has changed. Now it doesn't have braiding and doesn't have tip marker. Dense, short linear structures are seen; multiple of those can be counted, being parallel to each other. The reviewer's suspicion is that what is seen is the tip markers of the neuroform stent, a physically damaged body of the neuroform stent making up the lower 2/3 of the mass and attached to this a few loops of coils. The coil running up in the carotid artery is denser than the stretched coils on frames 19-23, therefore, it is either an intact, non-stretched coil, or not a coil at all but a pusher, a proximal shaft of another device or similar. From the similarity of the density with the three identified coil loops in the captured device mass however, the reviewer believes that it is a non-stretched coil. Unfortunately, this is the only picture showing this situation and there are no more similar high resolution images of the same subject in a different position available to confirm. The differences between the left and the right picture lead the reviewer to believe that: a significant amount of time has passed between the two events. There was most likely heavy struggling to handle the situation, that lead to the retrieval of not one but two coil loops, the second was possibly entangled with a stent. Unfortunately, no images of the aneurysm itself were submitted on the cd to show devices in or around the aneurysm during this struggle. The next images in time are seen in run#10 and the actual time the run was taken is 12:18:57, 27 minutes after the previous run. A neuroform stent is seen in the same location as previously. There is no indication if this is the same stent or a different one. There are coil loops in the aneurysm, with the proximal few centimeters of the coil hanging in the parent vessel, proximally stretched throughout the internal carotid artery. When comparing pre-and post-event lateral views of the aneurysm sac and the coil mass (pre: run#3 frame#3 of 29; post: run#1 frame#29) close similarity in the shape of coil loops of the pre-event coil mass and the anterior 2/3 of the post-event coil mass is seen. Therefore, an additional coil is present in the aneurysm sac, taking up space in the posterior 1/3 and probably this is the coil that proximally stretched. The last two images (run#1 frame#28 and 29) show the above situation in ap and lateral view. Coils in the aneurysm, the proximal coil end is in the parent vessel, even more proximally it is stretching along the internal and common carotid arteries into the guide catheter. Along the stretched coil there is a microcatheter with double tip markers. The distal tip marker projects to the proximal stent markers. The proximal microcatheter marker is in the distal cavernous segment of the right internal carotid artery. The stretched coil and the microcatheter shaft can be seen side-by-side in the carotid artery. It is possible however that the coil is not stretched but the reviewer sees the delivery shaft attached and the coil is not detached. The reviewer can't tell based on the images he sees. In regards to the contrast extravasation, the first clue of subarachnoid contrast extravasation is seen on run#10. On a still photograph it is impossible to recognize this as contrast extravasation, but this is fortunately a frame of a whole angiographic run and watching the run as a movie makes it obvious that a patch of contrast is freely moving there in the subarachnoid space. Timing is 12:18:57, so this angiographic run is the first one after a 27-minute gap in the sequence of images with known timing. Perforation must have happened after 10:45:19, the last full angiographic run that depicted the mca branches without extravasation. The cause of extravasation is unknown. Obviously, some type of device, a guide wire or a retriever must have perforated the artery but there is absolutely no clue on the submitted images if they used any devices distal to the aneurysm. To confirm the location of the perforation, the extravasation is seen on the final ap and lateral angiograms timed at 12:19:31 and 12:21:45, respectively. The perforated artery is the same one where the distal end of the neuroform stent is located; it is the pre-central artery, as it emerges from the sylvian fissure. The artery, as seen on the above referred to images, is perforated several centimeters distal from the aneurysm. The perforation must have occurred during manipulation within the stented artery, by a guide wire, by a delivery device or by a capture device that was advanced way distal to the aneurysm, up in the perforated artery. There is no clue on any of the submitted images how such a perforation may have happened or what sort of device could cause the perforation. As a summary, the reviewer reports that he could trace back many events during the procedure. These included: removal of not one but two different coil masses at two different times, the second of which mass is suspicious for including stent markers. Exchange of the guide catheter during the procedure. This guide exchange took place while a (possibly stretched) coil was present inside the removed guide, unless the coil was completely removed, of which action there is no indication among the submitted images. Codman coils have a proximal luer lock hub for the pressurization. Removal of a guide catheter is possible only if the coil is detached, or the stretched coil or the shaft of the delivery wire is intentionally cut. Multiple attempts to place coil in the aneurysm failed. Perforation of the pre-central middle cerebral artery branch at the border of the m2-m3 segments, way distal to the aneurysm, by an unknown mechanism. The reviewer reports he can't answer in good faith the question as to what caused the separation of the delivery wire as it was described in the provided information. However, based on the heavy manipulations indicated by the clues described above, some of the forces could have caused such a separation, unless the delivery wire was cut intentionally to facilitate exchange of the guide catheter. In response to additional investigative efforts, it was reported that at this time there is no additional procedural information or clarification of the events observed with review of the procedural images. Coil migration into normal vessels adjacent to the lesion and vessel dissection, perforation, and injury to normal vessels as well as death are known potential complications specific to embolization procedures as outlined in the instructions for use. Without the return of the device for analysis and based on the available information and images, although no definitive conclusion can be made, it appears that procedural factors possibly including device manipulation and device interaction may have contributed to the reported events. A review of the manufacturing documentation associated with this lot 15252678 presented no issues during the manufacturing process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15252678 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days of receipt.